Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found to have one of the four batteries installed in the reverse polarity. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be incorrectly installed batteries. To correct the condition, the batteries were re-installed correctly. If any additional information is received, a follow-up MDR will be sent.